Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system was programmed off the same day it was implanted due to a suspected air bubble in the electrode. The signal stability was reassessed and x-rays were also performed. It was also mentioned that the screening showed three acceptable vectors and upon implant, only the alternate vector was viable due to t-waves observed on the primary and secondary vectors. The patient is planned to be seen in-clinic for an exercise stress test. Technical services (ts) discussed troubleshooting is recommended and to massage the pocket to try to reproduce the artefacts. Additional information was received. The patient was seen in-clinic and a stress test was performed. A change in the morphology of the vectors was observed during the test, leading to over-detection on the primary and alternate vectors. The only usable vector is the secondary vector, so it was programmed to 2x gain. The s-ICD system remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system was programmed off the same day it was implanted due to a suspected air bubble in the electrode. The signal stability was reassessed and x-rays were also performed. It was also mentioned that the screening showed three acceptable vectors and upon implant, only the alternate vector was viable due to t-waves observed on the primary and secondary vectors. The patient is planned to be seen in-clinic for an exercise stress test. Technical services (ts) discussed troubleshooting is recommended and to massage the pocket to try to reproduce the artefacts. The s-ICD system remains in service. No additional adverse patient effects were reported.